Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. This is an interim report.

Manufacturer narrative:
This is the final report.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed an electrical test performed. The device failed the residual gas analysis test. The internal visual inspection noted that a resistor had a corroded trace. It is believed that the failure of this implantable cochlear stimulator (ics) device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis and dye penetrant data. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of a resistor. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has elected to not proceed with revision surgery. It is believed that the recipient experienced an in-situ failure. A review of the device history record noted rework. The recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing loss of lock with the internal device. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is under consideration.